Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The sterile packaging of the cement has a small tear in it.

Manufacturer narrative:
Additional narrative: the sample was received and examined to find the sterile cement powder bag fully intact and it is actually the non-sterile outer bag in which it is placed that has the tear in it. The tear in question is approximately 15mm in length and is present in the paper material on the back of the product, precisely at the fold line. The tear is on the left hand side of the product when looking at it from the back. It is approximately 85mm from the top of the package and 135mm from the bottom. As the inner pouch containing the cement powder remains integral, the sterility of the powder will not have been compromised. The package is folded in order to fit into the outer foil pouch in order to prevent moisture reaching the powder. The fold lines will naturally be a point of weakness of the package. All cement packages are manually filled and checked therefore if a tear was present prior to shipment, this would most likely have been identified during the production process. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.